Event description:
Litigation papers allege the patient has suffered from injuries of a permanent, lasting and painful nature. It is further alleged the patient's ability to perform normal and enjoy regular activities has been impaired. Update 5/4/2012 - 2 ppd's received - 1 for the left hip & 1 for the right hip. Product codes and lot #s received. Dob (B)(6). No new information received that would change the outcome of the investigation. Update rec'd 5/25/2015- sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. The stem and sleeve are now being added to the complaint. The complaint was updated on: 6/4/2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.  Depuy synthes has been informed that the catalog number and lot number is not available.